Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The device associated to the complaint was not returned for analysis. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During implantation of the stem into a femur, one of the fluted "quaters" of the distal tip was resting on the fracture line, when the surgeon impacted the stem one of the flutes bent and proceeded out of the femur, a split in the stem towards the proximal part resulted. This was identified during surgery, the implant was removed and a modular revision stem was used to finish the procedure.

Manufacturer narrative:
Manufacture date: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.